Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found full breach insulation degradation exposing the outer coil locate at proximally to the distal tip.

Event description:
This report is to advise of an event observed during analysis.